Event description:
On 11/10/2022, it was reported by a facility representative via phone that a ar-3638 knotless fibertak would not go through the drill guide. This occurred during a shoulder scope on (B)(6) 2022 when they were trying to use it an couldn't get it through the drill guide. The case was completed using another ar-3638 that worked fine. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection it was noted that only the inserter of the device was received. No problem was noted with the inserter of the device. Due to the anchor not being received for investigation, functional testing could not be completed.